Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 525 mg/dl. The customer's husband had shown the emergency room staff that the insulin pump was counting down while nothing could be seen in the tubing. The customer was treated at the hospital. The insulin pump was not returned or replaced.